Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the jaws did not open inside the patient after the device was inserted into the patient with the jaws closed. Then, the device was removed from the patient but the jaws did not open as well. The device was used on the colon. The cartridge was blue. Another device was used to complete the case. There were no adverse consequences to the patient.